Event description:
According to the initial reporter, the patient was a 72-year-old woman under investigation for suspected metastasic hypermetabolic mediastinal lymph nodes. Several attempts were made to perform a needle aspiration of left and right lower paratracheal lymph nodes (mediastinal stations 4l and 4r) that led to bend of two cook echo-hd-22-ebus-p echotip ultra® needle (pr (B)(4) and subsequent fracture of one of them (pr (B)(4) inside the left lateral tracheal wall (4l region). The ebus bronchoscope was withdrawn and a standard flexible bronchoscope was inserted into the airways to remove the needle. Note user error: was the stylet partially removed when advancing the needle into the target site? Yes.

Manufacturer narrative:
Common device name: fcg kit, needle, biopsy.